Event description:
It was reported by service report that the head end brakes could not be engaged on the stretcher. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
(B)(4): brake cam.